Manufacturer narrative:
The insulin pump passed the displacement test. The pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. Pump was received with normal operating current. Pump passed self-test. Pump passed off no power test. The motor was tested outside of the device and passed. Pump was received with minor scratched lcd window, missing end cap sticker address/serial number label missing, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of motor error alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump was not exposed to high magnetic field. The customer stated that the motor occurred twice in the last 30 days. The product was returned for analysis.